Event description:
It was reported that the internal carotid balloon did not inflate. The catheter was removed from the patient. The pre-check was performed prior to use on the patient. The operation was successfully completed by using another f3 shunt. No injury was reported to the patient.

Manufacturer narrative:
The device was received for evaluation and the reported issue was confirmed. The device was observed to be leaking at the stopcock joint which caused the balloon not to inflate. Previous investigation into the issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot.